Event description:
The following has been reported: the problems have been unable to load the cassette or the secondary port. The issues have delayed treatment several minutes while troubleshooting and trying to find tubing that would work. This morning I had to turn the pump off then on, try a second pump then get a second tubing on the first patient then the second patient it took 3 lines before I got one that worked. Delayed starting therapy but did not delay an active infusion. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Eighteen (18) samples of ivenix administration set were returned for evaluation. Evaluation steps performed: 1. Visual inspection. 2. Installed the kit on ivenix infusion system machine and ran the primary bolus prime and secondary prime. Observations: samples #1 - 11: (2 units from lot#: 3006925, 3 units from lot#: fa23f21360 & 6 units from lot#: 3007218). No kinks were observed at the samples returned during the visual inspection. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. A new bd 5ml syringe was connected to the secondary port in order to perform back priming and no defects were detected, it was possible to back prime 3.9 ml of solution. Secondary prime was performed with same bd 5ml syringe and test did not pass successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 2ml. The reported "upstream occlusion alarm on secondary port" was replicated twice and it was not possible to be resolved. A new terumo syringe 50 ml was connected to the secondary port in order to perform secondary prime and the secondary line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10 ml. Finally, secondary prime was performed for the second time with another bd 5ml syringe (new syringe) and secondary prime passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 2ml. Sample #12 lot#: 3008265. No kinks were observed at the sample returned during the visual inspection. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. A new bd 5ml syringe was connected to the secondary port in order to perform back priming and no defects were detected, it was possible to back prime 2.5 ml of solution. Samples #13 - 18 lot#: fa23f26369. One set out of 6 was found with a missing gold foil during the visual inspection. Therefore, it was not possible to install the unit into the ivenix machine. Remaining units were found with the gold foil. No kinks were observed at the sample returned during the visual inspection. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. A new bd 5ml syringe was connected to the secondary port in order to perform back priming and no defects were detected, it was possible to back prime 2.5 ml of solution. Customer complaint is confirmed by alarm being replicated in the ivenix infusion machine in samples #1-11 and missing gold foil in one sample from lot#: fa23f26369. Root cause: probable root cause of the reported secondary occlusion could be potentially related to the customer could have used a small syringe of 5ml. It was confirmed during the sample evaluation that small syringes can sometimes cause this occlusion to trigger when infusing from the secondary access port (through the secondary lav) as these small syringes are the hardest to pull for the pump and take the most amount of force. Probable root cause of the missing gold foil could be related to manufacturing process. It is possible that the operator did not put the unit through any hot stamp machine at their facility and skip that process as it is specified. The batch records: fa23f21360 and fa23f26369 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.